Event description:
The pt had the drug delivery pump replaced after 67 mos. The hcp had noted that no drug was dispensed at the final refill. The pt did not experience any withdrawal symptoms.

Manufacturer narrative:
Final device analysis reveals motor gear shaft wear.